Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's mother stated that the customer fell on the insulin pump the day before the event. The customer's mother also stated that the customer may have been suffering from an allergic reaction at the infusion site. The type of infusion set in use at the time of the event was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.